Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-l5 with rhbmp-2/acs and allograft bone. At an unknown time post-op, the patient experienced ectopic bone growth, which reportedly resulted in pain in her back and legs, and severe painful and unspecified debilitating complications.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of severe spinal stenosis and spondylolisthesis at l3-4 and 4-5. The patient underwent following procedures, l3 to l5 posterolateral spinal fusion ; l3 to l5 posterior instrumentation; right iliac crest bone graft, right tlif procedure at l4-5.; titanium cage . Smith-peterson osteotomy partial on the right for closure and lordosis. Perop notes, "... Autograft was placed in the anterior disk space followed by a 2mg dose of bmp . Next a 10 x 30 mm titanium cage was filled with bmp and autograft and tapped into the wound and moved anteriorly into the disk space. .. Rods were placed x2 , plugs x6, and then serial compression was carried out closing the disk space down of any retropulsion of the cage.. The surgeon then placed a large combination of autograft and rhbmp-2/acs , two large kits were used total in the lateral gutters from 3 to 5. This was supplemented with bone graft ..'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.